Event description:
It was reported that multiple cartridges did not fit onto the pump. Customers blood glucose level was over 400mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.